Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed code 203 and failed pulse testing. Upon evaluation, the c1 capacitor was shorted causing the l1 inductor to open. The cause of the test failure is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.